Event description:
It was reported that the pt, implanted in 1998, has access to sound intermittently. When the implant works, there are volume changes, with the sound becoming over loud. Testing was carried out and it was confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.